Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. A review of the available diagnostic data showed no indications of a device malfunction. The device was not available for return.

Event description:
It was reported to nevro that the patient had the device removed due to increased pain while using their device. The device had not been reprogrammed prior to its removal. There have been no reports of further complications regarding this event.